Event description:
Patient reported left side "lump getting bigger and bigger, rupture confirmed via MRI, encapsulated, and calcified hardness around the implant." Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule : unable to observe since it is a medical event and is not related to the device. ¿ rupture : observed, broken on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive . (Shell thickness was within specification). ¿ calcification : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.

Event description:
Patient reported left side "lump getting bigger and bigger, rupture confirmed via MRI, encapsulated, and calcified hardness around the implant." Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.